Event description:
In 2007, a doctor reported to a distributor representative that "all of his cases of motifmesh got infections" and he had discontinued use of the product. He also questioned the sterility of the product. He quoted 18-20 cases and revised this number in later correspondence to 8-10 cases.

Manufacturer narrative:
This adverse event was initially reported in may 2007 through report # 3004859928-2007-00008. Only one report was made. As this adverse event reported a minimum of 8 cases, 7 additional reports are now being retrospectively made, 3004859928-2009-00005 through 3004859928-2009-00011. At the time of the initial report, information was not forthcoming from the physician's office despite repeat attempts. No additional information is available on the complaint.